Event description:
It was reported that the customer had an issue where the pump does not drip any insulin after the customer disconnects from the quick release. Customer's blood glucose level was 227 mg/dl. Customer was wearing the pump and noticed that the insulin was not coming out. Customer stated that the pump has an unusual dark color as if it is burnt from the inside. Customer reported there were small air bubbles and one large one. Customer had an off/no power alarm in the alarm history. Customer ran a 5 unit fill cannula to get rid of the large air bubble, but the pump only had 2 drops of insulin. The air bubbles are the size of a dime. Customer had an MRI back in july and did not remove the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.